Manufacturer narrative:
This report is submitted on march 10, 2017.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). Surgery to replace the magnet has been completed on (B)(6) 2017. The implanted device remains.